Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: correction medical device problem code 1562 was removed and code 1142 was added.

Event description:
Subsequent to the initially filed report, the following information was received: reportedly, the first proglide device was deployed and preplaced as intended in the rcfa. During knot advancement, a suture break occurred in the rcfa. The proglide device used in the lcfa experienced a cuff miss not a suture break. No additional information was provided.

Event description:
It was reported that bilateral suture placement in the calcified right and left common femoral arteries (rcfa and lcfa) was attempted with two proglide devices using the pre-close technique via a 6f sheath at both access sites prior to an abdominal aortic aneurysm (aaa). Reportedly, the first proglide device had a suture break in the rcfa and the first proglide had a suture break in the lcfa. The sutures of other two proglide devices were successfully pre-placed in the rcfa and two proglide devices were successfully pre-placed in the lcfa. The sheath was upsized to an 18f at both access sites and the aaa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.